Event description:
It was reported that the cassette would not lock onto the pump. There was no reported patient involvement. Evaluation of the returned device identified a degraded downstream occlusion seal, and confirmed the reported issue was due to a faulty flex circuit sensor.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. Review of the event history was confirmed the reported issue and identified 9 errors related to the customer's complaint. During the visual inspection, it was found that the downstream occlusion (dso) seal was degraded. Functional testing was performed, and the reported issue was confirmed. The cause of the reported issue was due to damage of the flex circuit. The flex circuit and dso seal were both replaced. Service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all testing following repairs.